Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding when user tried to login during a procedure, causing a 15-minute delay. The affected procedure was bariatric reduction system bypass and the required medications were retrieved from an another device to resume the operation. The customer stated that there was no harm to patient during the issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident field service technician determined that the station was working, found there was not any frozen issue notice. The station was rebooted to resolve the issue. The system was functional as intended.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, h.6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2022 to 23-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system got frozen every time during login due to software failures. The technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding while user tried to login during a procedure, which causing 15-minute delay. The system got frozen every time during login, just stuck at circle icon. The customer stated that there was no harm to the patient during the issue. There were no adverse events or injuries reported based on this event.